Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: according to the information received, it was reported that there is 1pcs of vcp772d (lot unk) found in the box of vcp772d (100lkg). There is no report on patient's injury. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open box with product code vcp772d. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: it was reported that ". There is 1pcs of vcp772d (lot unk) found in the box of vcp772d(100lkg) ". Was there any alleged deficiency with the (B)(4) devices (product code vcp772d- lot 100lkg) captured on (B)(4)? If so, please provide details.no please clarify, did a device of different specifications was found in the box of vcp772d (lot 100lkg) (product mix / incorrect component)? If so, please provide the specifications of the device found. Please clarify, did a device from a different lot was found inside the box of vcp772d (lot 100lkg)? If so, please provide the lot number found. Please clarify, did the box of vcp772d (lot 100lkg) had a different number of devices than what is mentioned on the box label? If so, please confirm the number of devices found. If different, please provide additional details about the alleged deficiency. A device from a different lot was found inside the box of vcp772d (lot 100lkg), the specific lot number of this device is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. Prior to use, it was found that 1 suture of an unknown lot number was found in the box of a different lot number. There were no adverse patient consequences reported. Additional information was requested.